Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the there was a kink in the sheath. The following information was provided by the user facility: during preparation, after the angio-seal device was unpacked, a kink in the sheath was found. The device was not used and was replaced by another angio-seal device to continue the procedure. The procedure was completed successfully. The physician had completed the training process on the device prior to this case. Hemostasis was successfully achieved by the second device. It was reported that the patient had no health damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.